Event description:
It was reported that a burn occurred on the inner oral commissure of two patients on separate occurrences with two separate wands. Burn was found before patient was out of the or.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. Visual inspection of the returned controller found only minor scratches on panel. Internal inspection found that the display ribbon cable was detached from its designated position. Also warranty seal was broken. Functional evaluation revealed that the display functions of the controller were not illuminating due to the detached display ribbon cable. After reattaching the cable, the controller functioned as intended. The detached cable would have no effect on the reported event. The complaint was not verified and the root cause was unable to be determined since the device functioned as intended. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the detached cable: (1) vibrations during transportation or handling could have caused the component to become detached from its intended position. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the reported event. (1) current can travel through the instrument to non-targeted tissue, such as the lip. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution. There are no medical records or photos provided for review but it has been communicated that the burn was minor, and the patient is healing.

Manufacturer narrative:
Event or problem section updated to reflect new information provided by reporter.

Event description:
It was reported that a burn on the left side of the oral commissure of the patient was found before patient was out of the or. Case went well with no deviation from their typical technique, no inappropriate tissue contact reported.